Event description:
A home patient (hp) contacted baxter's technical service center regarding a check lines and bags alarm that occurred on the home choice (hc) during prime. The technical service representative (tsr) explained the alarm. The hp confirmed the seals were not broken. The hp further stated once the seals were broken, prime resumed. On (B)(6) 2011, product surveillance contacted the hp regarding the type of cassettes that were used at the time of the alarm. The hp stated that he was using the spiking system. The hp stated therapy was going well since the incident. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of sample. A batch review was not performed as lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of this report was improper setup of the supply bag connection. The labeling review found the patient at home guide to be adequate for this use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be submitted upon the completion of baxter's quality review.